Manufacturer narrative:
The pump will not be evaluated for the hi blood glucose( bg) issue because the contact thinks that the customer had not pre-bolused enough to cover the sugary cereal that she ate this morning. The patient did not state that they felt it was a pump related issue.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the wake button has stopped functioning. Troubleshooting with tandem technical support was performed. The device still turns on when plugged into a power source. Reportedly, customer will continue to use the pump for insulin therapy. In addition customer reported having elevated blood glucose levels (347 mg/dl). Contact stated the customer may have not bolused enough for cereal that was eaten. Technical support performed a system check and the pump is functioning as intended. Customer delivered boluses to stabilize blood glucose levels.